Manufacturer narrative:
The one step CPR complete electrodes were received and evaluated at zoll medical corporation. The customer's report was duplicated and attributed to defective pads. The pads failed testing with a known good device. The pads were replaced and scrapped after testing. Replacement set of electrode pads were sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed the self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.